Event description:
It was reported that during a low anterior resection procedure, the surgeon used three different devices of the same product code on the patient with negative results. The staples were correct but the knife did not cut, even though the surgeon heard the device "clack" from the audible feedback. They opened a third device with no firing or cutting at all. A different device was used to complete the procedure. There was a thirty minute delay and the patient required hospitalization.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: received additional information from the sales rep on (B)(4) 2014: who fired the device, the surgeon or someone else? The surgeon. Was the sales rep. Present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? 3 per month. On which firing(s) did this event occur (1st, 2nd, 3rd, etc.)? The surgeon used/opened 3 contours, so she fired 3 times (no reloads), and the event occurred 3 times, one per each fired. If not the first firing, were there any problems reloading the device? If so, please explain. No reloads were used. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. Was the additional procedure time of thirty minutes only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Because of the difficulties with the device. Was it an unplanned hospitalization or longer than planned for this case? No. Please provide the patient¿s sex, age and weight. Woman, (B)(6) years and (B)(6). What is the current status of the patient? Stable in her room (no intensive care unit were needed). Is there any other additional information you would like to share about this device, procedure, patient or physician? Dr. Is an experience doctor with contour device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.